Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. The reported event ¿that there seemed to be a leak in the handle¿ was confirmed since during the initial inspection the service technician found that the motor did not run at all, as the device is leaking and not providing air power to the motor. The root cause of the reported event could not be specifically determined with the information that was provided.

Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Received; however, not yet evaluated.

Event description:
It was reported that there seemed to be air was leaking from the handle during surgery; however, the device had not been used on the patient when it was discovered. While the patient was on the or table, they got an alternate device from a different facility causing a two and a half hour delay in the surgery. This was reported to be the first ever use of this product. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Manufacturing date is unknown. The following sections were updated or corrected. The customer returned an air dermatome device for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. Zimmer biomet surgical has not previously repaired/evaluated this air dermatome. Initial qa inspection of the air dermatome revealed that the calibration was out of specification at the 0 setting but within specification at all the other settings. The motor speed could not be measured because the motor did not run at all. The head and control bar were visually damaged and the housing had the incorrect ce mark. The device has never been in for repair. The customer hose and width plates were not returned for evaluation. Repair of the air dermatome was performed by zimmer biomet surgical which included replacement of the ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, damaged head, damaged control bar, calibrating shaft, swivel, and hand piece assembly. The air dermatome was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirming since during the initial inspection it was reported that the device was inoperable. The root cause of the leak in the handle was due to the motor malfunction. The issue was resolved with the replacement of the ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, damaged head, damaged control bar, calibrating shaft, swivel, and hand piece assembly. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. The air dermatome was repaired, tested and returned to the customer.